Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived at the site to address the reported event. Fse removed the l-6 tubing at the injection valve causing device pressure to drop to zero. Next, he replaced the tubing from the bottom of the prefilter to port #6 on the injection valve and performed a drain flush. Pressure maintained at 7.8 mega pascals (mpa). Following the intervention, fse was able to successfully run quality control (qc) with no errors. There were no further reports of high pressure alarms or leaks. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the internal tubing from port #6 on the injector valve to the bottom of the prefilter.

Event description:
On (B)(6) 2017, the customer reported high pressure with their g8 analyzer. The customer changed the filter and removed the filter tubing, but the error persisted. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.